Event description:
A customer contacted beckman coulter (bec) to report that modular creatinine (crem) controls were failing (out of specifications low) on a unicel dxc 800 pro synchron clinical system and the customer found dried creatinine reagent on the reagent pump syringe in the crem module but no active fluid leak was observed. The customer reran 47 previously run patient samples and found 5 samples that needed to be amended. The customer did not did not provide any patient results or patient demographic information.

Manufacturer narrative:
A field service engineer (fse) went on-site, cleaned up the residue from the leak and replaced the reagent syringe and verified the system performance. The issue was resolved. Although replacing the reagent syringe resolve the reagent leak issue, a definitive cause for the system generating erroneous creatinine results is unknown.